Event description:
Additional information: it was later reported that the pump was explanted. It was also added that they removed drug from pump during explant as "residual was expected considering pump stall timeframe." Patient sustained no injury; recovered without sequel.

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion and gear train anomaly.

Event description:
It was reported that an alarm was heard; telemetry not yet performed. Patient said she heard the critical alarm on the day of the report. The patient felt "woozzy" last weekend and she experienced "blacking out" about 5-6 times. She had not blacked any more, but she still had dizziness. The patient also noted having more pain all over and her legs have been hurting. The patient's pump was refilled about 2 weeks ago. The health care provider (hcp) reported a confirmed motor stall in the event logs with no motor stall recovery recorded. The stall had occurred on (B)(6) 2011. The pump had been stalled for a number of hours at the time of the report with no recovery; the patient did not have an explanation for the stall (i.e. MRI, magnets). The pump contained pump morphine and bupivacaine (marcaine). It was later reported that the patient sought treatment from the emergency room. Per the reporter, the patient indicated that her pump had stopped; the hpc gave her a prescription for morphine. The hcp later reported a confirmed motor stall in the attention dialogue box; confirmed motor stall noted in event logs with no motor stall recovery recorded. A motor stall recovery that had occurred (B)(6) 2011, but the pump stalled again on (B)(6) 2011 with no recovery. The pump was in simple continuous mode at a dose of 2.4 mg/day. The patient was being supplemented with oral pain drugs; with the stall recovery from (B)(6) 2011 the patient did not present with any overdose type symptoms. Treatment options were being considered, including programming the pump to minimum rate and pump replacement. Follow-up information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model #: 8709, lot #: j12016r21, implanted: (B)(6) 2004; explanted: unknown. Catheter: model #: 8578, lot #: n 227961009, implanted: (B)(6) 2010; explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a pump that ¿failed¿ about 1 year ago. It was reported that the pump ¿gummed up¿and pump was replaced. It was reported that patient experienced overdose, underdose and ¿horrible" withdrawals from the pump failing. It was noted that patient therapy is working great as of (B)(6) 2013.